Event description:
During insertion of chest tube (CT) the insertion was significantly more difficult to advance. Once the CT was placed the suture coil broke while trying to curl the CT. The provider had to retract the CT and replace it with a new one. A suture from another kit was used to measure and ensure that all parts, and the entire suture that was broken, were accounted for.